Event description:
The pump was returned for investigation. Investigation revealed that the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the black box review show power on reset events on (B)(6) 2013. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. A visual inspection of battery cap revealed, stripped threads, when battery cap was installed onto the test pump. There was evidence that the "yellow o-ring" was visible and not seated properly. The battery cap was unable to tighten onto battery compartment. The power loss was duplicated due to the cap detaching, the o-ring was visible but could not completely tighten due to battery compartment crack. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen. (B)(6).